Event description:
It was reported that the right ventricular (rv) was exhibiting high thresholds. The rv lead was capped and replaced on (B)(6) 2024. There were no adverse health consequences, the patient was stable.